Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 7 drawer 2.1 had failed. A field service engineer (fse) arrived on-site and found that the latch was not functioning properly. Multiple tests were performed on the station using the hardware test application (hta) application, but the issue could not be resolved initially. The fse swapped the drawer on-site, and upon powering on the station, it was discovered that the database was corrupted. The fse contacted the technical support centre (tsc) and successfully restored the database. The customer tested the system within the application and confirmed proper functionality. The fse placed rj45 plugs. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medications to the patient. However, there were no adverse events or injuries reported based on this event.